Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic keto acidosis on (B)(6) 2019 with blood glucose of 705 mg/dl. The customer was treated with insulin drip, intravenous fluids. Customer stated they experienced symptoms such as feeling ill, vomiting. Customer stated insulin pump had rejected new batteries, insulin pump was stopped working. Troubleshooting was performed. The insulin pump will not be returned for analysis.